Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MFR ID#: 2134265-2011-01211. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented due to chest tightness with exertion and had a persantine cardiolite stress test which revealed anteroseptal ischemia, a small inferior infarct and a mildly reduced ejection fraction. Cardiac catheterization performed 6 days later revealed 3 target lesions. The first was a 99% stenosed and 8mm long lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 3.5mm. It was treated with predilation and placement of a 3.5x16mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The second was a 100% stenosed and 20mm long lesion located in the distal left anterior descending coronary artery (lad) with a reference vessel diameter of 2.25mm. It was treated with predilation and placement of a 2.25x32mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The third was a 99% stenosed and 24mm long lesion located in the mid lad with a reference vessel diameter of 2.75mm. It was treated with predilation and placement of a 2.75x38mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. (B)(6) 2010, the patient presented with a 2 week history of exertional tightness relieved with nitroglycerin and was diagnosed as having angina. Cardiac catheterization revealed a 99% stenosed lesion in the mid lad proximal to the previously stented area and a 80-90% stenosed lesion in the proximal and mid diagonal artery. It was reported that this these were de novo lesions and not in stent restenosis of the previously placed stents. The lesions in the mid lad and proximal to mid diagonal were treated with predilation and stenting using the "crush" technique. A 3.0x28mm taxus liberte stent was implanted in the lad and a 2.25x28mm taxus liberte stent was implanted in the diagonal. The lad was post dilated resulting in 0% residual stenosis to both lesions. The event was reported to be resolved without residual effects and the patient was discharged 1 day later on aspirin and prasugrel. It is the opinion of the physician that the event is unrelated to the taxus liberte stents.